Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, it was found that the issue was able to be duplicated and it was caused by a faulty pcb and bent micro switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the over temperature alarm on a smiths medical level 1® hotline® low flow fluid warmer was observed to not be working. There were no reported adverse effects.